Manufacturer narrative:
(B)(4). The device has been returned to the MFR for analysis which is not complete as of the date of this report. A f/u report will be sent when the analysis is complete.

Event description:
It was reported the pt's device was replaced due to an infection at the pocket site. The pt reportedly experienced pain at the device site, the device was explanted on (B)(6) 2008 and replaced on (B)(6) 2008, and the pt recovered without sequela.